Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the site had a perc pin reference frame that was damaged. It was reported that the damage was related to the spring within the frame not functioning as designed. No additional information was provided. There was no patient present when this issue was identified.